Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd plastipak¿ syringes with needles had no volume graduation on the scale.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the maintenance order potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to breakage of printing tool, allowing the fail product flow of the process. To correct the defect it was performed the maintenance order.

Event description:
It was reported that 2 of the bd plastipak¿ syringes with needles had no volume graduation on the scale.